Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post-implant, the patient's right ventricular (rv) lead capture threshold had increased and the sensing and impedance decreased. The patient did not report any symptoms. The lead was re-positioned on (B)(6) 2020. The patient was stable throughout.